Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that per patient they fell about 2 weeks after implant and one of the leads came out of the ins. The patient was scheduled to have it revised about 2 weeks ago but had to cancel appt, and now is scheduled for sometime in april. Caller inquired about MRI. Advised caller that an intact system would need the lead inserted into header block and too confirm if this is the case. If not, a conditional brain MRI could be performed, however, caller indicted the patient does need head MRI but they do not have a tr coil.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4) . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.